Event description:
Additional information received from the consumer reported they notified their physician about the implant not working, muscle spasms, and worsening right rib cage pain they were experiencing. It was noted the consumer had a previous spinal x-ray performed in (B)(6) 2015, but had a CT scan and blood work done recently. Following this surgery was scheduled for (B)(6) 2016 to have the device removed, but the issue had not yet been resolved. The consumer was ¿hoping there hadn¿t been permanent nerve damage to their back and rib cage.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a muscle disease where she gets spasms in her legs and when she turned on the stimulator it caused contractions in her legs where she could see the muscles start to contract. The patient stated that the stimulator was not working and caused problems the minute she turned it on by sending her muscles into spasms. The patient reported that a manufacturer representative tried adjusting the settings last year, but it did not work and she talked to her healthcare provider about getting the stimulator removed. There were no traumas or falls reported that could be related to the issue. The patient stated she was going to schedule an appointment with a pain specialist and have the device explanted so she could have injections in her back to help with the pain. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.